Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: backup alarm failed" error message (1104). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator displayed a "check vent: backup alarm failed" error message (1104) in the event log. The se replaced the central processing unit (cpu) as a preventative measure.